Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was suspected to have prematurely depleted. At this time the crt-p remains in service. No adverse patient effects were reported.